Event description:
The user facility reported the device emitted metal shavings after a procedure. Emission of metal shavings may cause or contribute to contamination of the surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Correction: d10, h3. Additional info h6 h3 other text : device not able to be located.

Event description:
The user facility reported the device emitted metal shavings after a procedure. Emission of metal shavings may cause or contribute to contamination of the surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.